Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant, the iol was scratched with an irrigation/aspiration I/a cannula. According to surgeon's opinion, the cannula was very sharp. The iol was not explanted and no negative effect was expected for the patient. Additional information has been requested, but not received to date.